Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and heart attack. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced severe hyperglycemia and diabetic ketoacidosis while wearing the pod on the arm for between 36 and 48 hours. Blood glucose levels rose to 400 mg/dl and subsequently reached 950 mg/dl despite multiple correction bolus. The patient developed symptoms including delirium, loss of consciousness, and inability to function, requiring emergency transport to the hospital. The patient was initially treated in the emergency department and then admitted for a total of 10 days. Diagnoses included diabetic ketoacidosis and a heart attack. Treatment included intravenous fluids, insulin administration to the stomach and cardiac evaluation for blockages, which were not found. The pod was removed at the hospital and not available for return or review.